Manufacturer narrative:
It was reported that a revision surgery was performed due to infection and pain. Journey ii bcs insert was explanted. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No medical documents were received for investigation. No further medical assessment can be performed at this time. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. It was communicated that the surgeon did not blame the device.

Event description:
It was reported that a revision surgery was performed due to infection and pain. Journey ii bcs insert was explanted. The other products were left in situ. Doctor does not blame the product.